Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 component code changed to g07001. The investigation for the high or saturated pump flow has been completed. The cause of the saturated pump flow was due to biomaterial buildup based on returned product reproducing saturated flows with biomaterial on pump and data log analysis showing gradual rise in pump flows to saturated values. The investigation for the purge pressure high has been completed. The cause of the high purge pressure was due to biomaterial buildup based on data log analysis showing gradual rise in purge pressure and returned product having biomaterial in purge gap with high purge pressure reproducing.

Manufacturer narrative:
B5 updated with additional information.

Event description:
The second pump was placed because of the pump saturation and impending failure of the original 5.5.

Event description:
An impella 5.5 device was surgically placed via direct aortic access in a 64-year-old male patient for post-cardiotomy cardiogenic shock / low cardiac output syndrome (ppcs/lcos), with a pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage d shock. The patient had a past medical history significant for coronary artery disease and prior coronary artery bypass graft surgery. The patient was transferred from (B)(6) while supported on the impella 5.5. Upon arrival, nursing staff noted an ¿air in purge¿ alarm. De-airing was attempted twice without resolution, and the purge cassette was exchanged. Shortly thereafter, a ¿purge system blocked¿ alarm was observed. Tissue plasminogen activator (tpa) was ordered and infused via the purge system. During this time, pump saturation was present, with flows approximately 4.6 l/min at performance level p-5 and motor current around 380 ma. The tpa infusion was ongoing. Following discussion with the ECMO transport specialist, it was reported that the ¿air in purge¿ alarm initially occurred while preparing the patient for transport at (B)(6) hospital and persisted throughout the entire transfer to (B)(6) hospital. The specialist stated that no troubleshooting was performed by the transport team and that local abiomed support was declined when offered. Due to the ongoing purge system alarms, the patient was exchanged to a second impella 5.5 device. There were no reported adverse events associated with the second device. The patient subsequently expired. The death is conservatively being reported to the first impella 5.5 due to temporal association with the purge system alarms and device exchange; however, based on the available information, the death is more likely attributable to the patient¿s underlying critical illness, including advanced ppcs/lcos, cardiogenic shock (scai stage d), and significant cardiovascular comorbidities.

Manufacturer narrative:
A5 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.